Event description:
It was reported that the rn called the clinical support specialist (css) to troubleshoot. He loss 2 alarms. The patient (pt) was in a 100% vpaced sinus rhythm, stable, currently no drips. The intra-aortic balloon pump (iabp) was in autopilot mode, achieving the goals of therapy. There was no blood in the catheter, no visible kinks. According to the rn they just received the pt from the cath lab and weren't sure if the alarm was occurring prior to arrival. The css instructed the rn to decrease the volume to 28cc and fax the strip that just printed. The alarm was occurring about every 2 minutes. The css reviewed the reasons for leak alarms with the rn and discussed kinking and pt position. The central lumen was patent and flushed without difficulty. The pump continued to alarm. The insertion site had a heavy dressing. The dressing was removed to exam insertion site, some visible kinking noted. Efforts were made with pt positioning, hyperextension of hip and traction on catheter to straiten the insertion angle, some success was noted. Volume was reduced in 2cc increments to 28cc, alarm continued. Pump placed in 1:2, alarm continued.

Manufacturer narrative:
(B)(4). A leak test was performed at the bifurcation. The catheter failed the leak test. The css explained to the rn that this isolated the problem to the catheter. Based on the strips, there is noted reduced gas speed and partial obstruction based on the widened inflation and deflation artifact. The css recommended a chest x-ray (cxr) to verify placement. The pt is hypertensive, pressures are sys 153 aug 190 dia 99 map 121. The css recommended that the rn notify the doctor of the situation and explain that we recommend catheter removal after a failed leak test. Although this could be kinking related, there is no way to guarantee there is no leak and we are now pumping 1:2 at 28cc volume and the alarm continues. The css reminded the rn to continue to monitor the gas line for blood and if the catheter is removed to keep it for return to the lab. At 2203 the css called the rn back and the rn stated the md did come in and assess the pt. The md feels this is kinking due to the angle of insertion and ordered the rn to continue to pump at the current 1:2, 28cc volume settings as the pump is not alarming at this time. The md will likely remove the iab in the am and asked that any change in the status tonight, he be notified. The css reminded the rn to continue to assess the gas line for blood as a small hole could clot and cause the alarm condition to stop. The rn feels that they have been able to improve the insertion angle somewhat with positioning. Add'l info received from the sales rep on (B)(4) 2011 stated that the strip was early on the troubleshooting. The volume was at 28cc at the end of the call. Sample will not be returned for eval.